Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the patient experienced episodes of discomfort and syncope prior to presenting in clinic. These patient symptoms were suspected to have been caused by the reported oversensing on the rv lead. Following the procedure, the patient developed a hematoma below the device pocket. Upon further investigation, a left lung pneumothorax was noted, which required drainage. The hematoma and pneumothorax were believed to have been a consequence of the explant procedure. The patient was in stable condition.

Event description:
Additional information received indicated the reported noise on the rv lead resulted in inappropriate anti-tachycardia pacing.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. A revision procedure was performed, where an externalized conductor was discovered on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation abrasion, noise and inappropriate shock were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath and an external insulation abrasion breaching the ring electrode cable lumen with one abraded ethylene tetrafluoroethylene (etfe) cable coating both distal to the suture sleeve tie impression. The cause of the reported events was due to external insulation abrasion breaching the ring electrode cable lumen and abrading the ring electrode etfe cable coating consistent with friction to another device or feature of the heart.